Event description:
It was reported that the needle mechanism had fully deployed during priming and prior to placement, indicating a needle mechanism failure. There was no impact to the patient's glucose level reported. A backup insulin delivery method was used for treatment.

Manufacturer narrative:
The device was received fully deployed. Cracks were observed to the top and bottom housing of the device. Corrosion was observed on all internal components. Damage was observed to the bottom housing vent and the reservoir. Due to the alignment of the damage to the bottom housing vent and the reservoir, this was determined to be post use damage. All attempts to download the data were unsuccessful. The battery voltages of all three batteries were measured to be lower than expected. The pcb was removed and inspected; corrosion was observed on pcba components. Due to the corrosion, the data was unable to be retrieved. Due to the observed corrosion, fluid path and leak testing was completed. No leaks or tears were observed in the fluid path. Due to the corrosion, certain investigation tests could not be completed adequately. The timing and cause of the cracks to the top and bottom housing could not be determined. The investigation could not conclusively determine if the post use damage or the cracks in the housing allowed for fluid to leak into the device causing the observed corrosion. Due to the data loss, the exact cause of the reported needle mechanism failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.1. Smartphone hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.